Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent r tkr on (B)(6) 2021. Patient revised on (B)(6) 2023 due to malalignment and instability with a custom insert. C23-579.